Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported low readings from their adc freestyle libre sensor. Customer reported a reading of 6.1 mmol/l which was lower than a laboratory reading of 13.4 mmol/l. The results when plotted on a parkes error grid fall within the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported low readings from their adc freestyle libre sensor. Customer reported a reading of 6.1 mmol/l which was lower than a laboratory reading of 13.4 mmol/l. The results when plotted on a parkes error grid fall within the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor were reviewed and the dhrs showed the freestyle libre sensor passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported low readings from their adc freestyle libre sensor. Customer reported a reading of 6.1 mmol/l which was lower than a laboratory reading of 13.4 mmol/l. The results when plotted on a parkes error grid fall within the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.